Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair with the use of expressew for suturing, a portion of the distal tip of the expressew iii flexible suture passing needle broke off into the body. The surgeon removed the fragment and the repair was completed successfully in a timely manner without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Manufacturer narrative:
46 days have passed since this issue was reported to mitek, and to date, the complaint device has not been received; also not lot number has been supplied. We cannot tell anything from this, we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device has been received and evaluated visually, both with the naked eye and under 10x magnification: it is noted that the device is in the complained about condition, a portion of the distal tip is missing. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot conclude as to what may have caused the needle to break. It is possible that the user may have hit bone or another hard object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of these hypotheses and considerations, no other root or underlying cause can be discerned. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair with the use of an expressew ii deployment gun and a new expressew iii needle for suturing, a portion of the distal tip of the expressew needle broke off into the body on the 1st pass of orthocord suture. The surgeon removed the fragment and the repair was completed successfully without further issue or harm to the patient.